Manufacturer narrative:
Patient ID, date of birth/age and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown tfna helical blade. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number is unknown. This report is for one (1) unknown tfna helical blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date approximately five months prior to the revision surgery, the patient was implanted with the tfna construct of one (1) tfna nail, one (1) helical blade and one (1) distal locking screw. On (B)(6) 2017, patient underwent a revision of a 105 mm tfna helical blade because she could feel the blade on the lateral cortex of the femur and through her skin. The surgeon feels that this occurred since the patient was too skinny. Based on unknown number of x-rays taken during a follow-up visit post initial implant procedure, the helical blade was reported to be slightly sticking out when the tfna construct collapsed as it is designed to do. The fracture had already healed at the time of the revision surgery, and the older female patient was revised to another helical blade since the surgeon felt that the construct would give the patient¿s bone some strength and that it could prevent another potential break. The patient was revised to a shorter - a 95 mm helical blade so that it would not stick out when the construct collapsed as per its design. The revision of helical blade took about 20 minutes and two (2) 3.2 mm k-wires were used in the surgery for an unknown reason, and the surgeon could attach the insertion handle into the helical blade to remove the set screw from the nail. This allowed for the helical blade to be revised successfully and without any complications. No additional interventions were required to complete the revision and the patient was reported to be stable at the end of it. Concomitant devices reported: tfna nail (part # unknown, lot # unknown, quantity # 1). Distal locking screw (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).